Event description:
It was reported to philips that the wireless pedal connection was broken.the clinical use of the system was in use. There was no harm reported to philips.

Manufacturer narrative:
At the moment there is no part availability. The client was informed of the situation and the part will be reinstalled as soon as available. Meanwhile, the equipment works normally with the wired footswitch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).